Manufacturer narrative:
510k: this report is for an unknown drill bit. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is against user facility medwatch number mw5084314, a copy is attached. It was reported that on (B)(6) 2019, during repair, the tip of the drill bit broke off while reaming. The reason for reaming of the bone was due to left intertrochanteric femur fracture. While doing this, the drill malfunctioned and there were a few shards of the drill pieces left within the cancellous bone. There was a surgical delay of an unknown number of minutes. Procedure and patient outcome are unknown. Concomitant device reported: drill (part/lot unknown, quantity 1). This report is for an unknown drill bit. This is report 1 of 1 for (B)(4).